Event description:
The cardiologist attempted arteriotomy closure with a techstar xl6f device. The needles did not present in the hub. Back down was unsuccessful. The cardiologist chose to break the device and access the needles. The device was removed and closure was achieved with a femstop. The patient did fine.